Manufacturer narrative:
The abutment was returned to us. Despite our research and requests, no information could be recovered to analyze the manufacturing process of the abutment, and we are unable to identify the pillar's part number. The practitioner who has placed the implant did not keep the traceability of the abutment. The practitioner tried to use the rescue kit, but he failed to remove the broken pillar. That is why, ultimately the practitioner decided to remove the implant. Breakage may be the result of excessive force exerted on the prosthesis.

Event description:
A fragment of the abutment was blocked inside the implant. The practitioner tried to use the rescue kit, but he failed to remove the broken pillar. That is why, ultimately the practitioner decided to remove the implant. The implant has been placed in 36 position on (B)(6) 2016, and has been explanted on (B)(6) 2018.